Event description:
It was reported that the user observed a blood glucose of approximately 200 mg/dl soon after starting the ilet, without symptoms, and the pump subsequently delivered corrective insulin and brought glucose into range. The user attributed the high to a missed meal announcement and received troubleshooting and education regarding meal announcements. Symptoms included hyperglycemia. Outcomes included no impact on daily activities and no need for medical intervention or hospitalization. Investigation included product technical support review and user education on proper use. Investigation of this case revealed normal device function with appropriate automated correction for hyperglycemia, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement.